Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The targeting sleeve movement of the gamma 4 was faulty. The targeting sleeve had come loose from the target device during operation due to the metal pin attached to the sleeve coming loose.

Event description:
The targeting sleeve movement of the gamma 4 was faulty. The targeting sleeve had come loose from the target device during operation due to the metal pin attached to the sleeve coming loose.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: both the sleeve and the knob were returned. They can be properly assembled without any issue. The returned sleeve and knob were tested with a compatible and fully functional gamma4 targeting arm sample. The returned devices and the sample targeting arm could be assembled together properly, and worked as intended in several positions. Therefore, it was not possible to confirm the event upon the devices inspection. In addition, the reporter did provide a picture of the allegedly defective sleeve, in comparison to a fully functional one. It can be observed the pin is popping out towards the outside of the sleeve, explaining why the pin no longer engaged with the targeting arm. However, there is no evidence of the knob playing a role in the event, as no picture of the knob was provided and as the pin protrusion only involves the targeting sleeve. Therefore, the knob most likely did not contribute to the reported event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.